Manufacturer narrative:
The investigation has determined that lower than expected, (B)(6) vitros hbsag results were obtained from two different lots of biorad virotrol reactive quality control fluid when processed on a vitros 3600 immunodiagnostic system. The most likely assignable cause is an instrument related issue. The same non-vitros biorad controls generated expected results when tested on an alternate vitros system on site. In addition, acceptable performance was obtained after an ortho field engineer performed the service actions of removing an obstruction from the sr vent holes and adjusted the well wash dispense/aspirate volumes. In addition, the biorad virotrol reactive control lots 116660 and 116670 are ¿f¿ series controls. The ¿f¿ series of control is known to provide results very close to the negative / borderline (retest) cut off of <0.90 and may not be an appropriate positive control for vitros hbsag reagent lots.

Event description:
The customer obtained lower than expected, (B)(6) vitros hbsag results from two different lots of biorad virotrol reactive quality control fluid when processed on a vitros 3600 immunodiagnostic system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. No results were reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).